Event description:
A customer reported an issue with the speaker function of their insulin pump, as the speaker was not audible. There was no adverse impact to the customer's blood glucose level. The customer service team instructed the customer to check the sound settings and attempt to trigger an alert, but the pump failed to make a sound. As a resolution, a replacement pump was arranged by the support team. The customer was advised to reach out to their healthcare provider regarding a backup method of insulin therapy.